Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the up arrow button was unresponsive. The blood glucose reading was not known. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act and up arrow buttons due to corroded keypad traces. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. The insulin pump passed idle current test. The insulin pump had minor scratched display window and cracked reservoir tube lip.